Event description:
Subsequent to the initially filed report, the following information was received: on (B)(6) 2019, the clip embolized increasing mr to 4. No additional information was provided.

Manufacturer narrative:
Patient codes: 1964 labeled. Internal file number - (B)(4). Patient code 1964 added. UDI number is unknown as the part and lot information for the device was not provided. The device was not returned for evaluation. A review of the lot history record was not performed because the part and lot number information were not available. Based on the information available, a definitive cause for the reported single leaflet device attachment (slda) resulting in detachment of the device or device component could not be determined. The reported patient effects of mitral regurgitation (mr), heart failure, dyspnea, embolism, foreign body in patient are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedure. The embolism resulting in foreign body in patient was due to detachment of the clip. The mr was due to embolism. The heart failure causing shortness of breath, was due to the slda. The embolism resulting in foreign body in patient was due to procedural circumstances. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for embolism, clip detachment, prolonged hospitalization, and medical intervention. It was reported that the initial mitraclip procedure was performed on 01/16/2019, to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted imaging was challenging due to the anatomy and shadowing from the catheter. Two xtr clips (80921u126,80928u127) and one ntr clip (80618u112) were deployed, reducing mr to 1-2. On (B)(6) 2019, the patient returned to the hospital with the heart failure symptoms and it was observed that the lateral clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). On (B)(6) 2019, it was found that the clip had completely detached from anterior leaflet and embolized to the left ventricle. The patient received a biventricular (biv) pacemaker; however, still experiences shortness of breath. The embolized clip will remain in the patient. The patient is stable. No additional information was provided.